Manufacturer narrative:
H3: device evaluation: the lens was returned with liquid in a vial. Visual inspection found the optic torn and haptic torn. Unable to perform a dimensional and functional verification since lens has significant damage. Additional information: b1: changed to adverse event. B2: changed to - required intervention to prevent permanent/impairment damage. B5: the reporter indicated that a 13.2mm tmicl13.2 implantable collamer lens, -9.0/+3.0/089 (sphere/cylinder/axis) was implanted into the patient's left (os) eye. The lens was explanted on an unknown date. The surgeon reports 200% vault, headache, and refractive surprise. H6: 4627 - device explantation. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. Date of event-unk. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm tmicl13.2 implantable collamer lens, -9.0/+3.0/089 (sphere/cylinder/axis) was implanted into the patient's left (os) eye. The surgeon reports 200% vault and headache.